Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead was far p-wave oversensing leading to inappropriate shock and also had loss of capture/sensing. A fluoroscopy revealed the rv lead had dislodged. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout procedure.